Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged unexpected shut down, unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6)2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device was monitored for several days and no unexpected shut down, unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: 07/10/2021 06:08:00.000 (B)(6) 2021 00:36:00.000 (B)(6) 2021 21:13:00.000 (B)(6)2021 00:48:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) /2021 00:59:00.000 07/23/2021 21:38:00.000 (B)(6) /2021 01:20:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 01:18:01.000 07/23/2021 21:58:01.000 (B)(6) 2021 01:40:01.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 01:32:49.000 07/23/2021 22:02:06.000 (B)(6) 2021 08:23:41.000 and insert battery alarm was recorded and found in the formatted history file on: 07/10/2021 07:39:59.000 power data available per the power management tool/detail trace file is on (B)(6) 2021, there was no record for the event date. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. ¿the test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Unexpected pump shut down, unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was shut down. Customer stated that they had hyperglycemia and blood glucose at the time of incidence was 400 mg/dl. The insulin pump will be returned for analysis.